Manufacturer narrative:
The returned portion of the locking bolt was examined visually and microscopically. The purpose of this investigation was to determine the reason for the part fracturing. The locking bolt on the impactor fractured. Sem analysis revealed that cleavage and microvoid coalescence were the primary surface features on the fracture surface which are indicative of a static bending overload failure mechanism. The cause for the fractured screw can be attributed to a static bending overload failure mechanism during use of the instrument.

Event description:
It has been reported that a revision surgery was performed to remove a piece of a broken screw left from an impactor that appeared in the patient's post-op x-rays. During the surgery, the surgeon went ahead and exchanged the poly insert as well.